Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported capsular contracture baker grade unknown and "rupture". Healthcare professional then reported capsular contracture baker grade IV, "induration", palpable irregularities", "change in shape", "folds", "a small amount of surrounding fluid" and "mild diffuse thickening of the fibrous capsule". Patient was prescribed singulair. This record is for the right side. Device remains implanted.